Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No device test failed noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump failed high pressure test. The customer¿s blood glucose level was 306 mg/dl at the time of incident. The customer treated high blood glucose with bolus. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer report did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump did not alarm at the time of high pressure test. The insulin pump will be returned for analysis.